Event description:
Reporter alleged dr sent customer to hosp for lab comparison to blood glucose monitoring device and found a greater than 30% difference in the results. Reporter stated dr increased insulin over the telephone 3-4 times and sent customer to hosp where device result was 181 and 191 mg/dl and lab reading was 121 mg/dl. Reporter indicated lowering insulin amount after laboratory result. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.